Manufacturer narrative:
H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not received for evaluation; therefore, a device analysis could not be completed. However, a leak from an unspecified location was reported, which is known to cause this alarm. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. Renal therapy services (rts) assisted the home patient (hp) to disconnect following aseptic technique and advised them to contact their peritoneal dialysis registered nurse regarding the issue. Rts discussed proper procedures per the user manual with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.